Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: mehmet ali yesiltas, ali a. Kavala, saygin turkyilmaz, yusuf kuserli, and hasan toz (2022). Comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study. Italian journal of vascular and endovascular surgery, 29(1): 11-19. Doi: 10.23736/s1824-4777.21.01524-2. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in article in the "italian journal of vascular and endovascular surgery" titled "comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study", that during a dialysis catheter placement procedure, out of two hundred and six patients, carotid artery puncture allegedly occurred in eight patients and subclavian artery puncture had allegedly occurred in seven patients. It was further reported that the compression was applied in both arterial puncture cases and after compression, the process continued and was successfully completed. The current status of the patients were unknown.

Manufacturer narrative:
H10: mehmet ali yesiltas, ali a. Kavala, saygin turkyilmaz, yusuf kuserli, and hasan toz (2022). Comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study. Italian journal of vascular and endovascular surgery, 29(1): 11-19. Doi: 10.23736/s1824-4777.21.01524-2. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is confirmed for the reported improper or incorrect procedure or method issue, as arterial puncture is against instructions for use. The root cause for the reported improper or incorrect procedure or method is determined to be user error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in article in the "italian journal of vascular and endovascular surgery" titled "comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study", that during a dialysis catheter placement procedure, out of two hundred and six patients, carotid artery puncture allegedly occurred in eight patients and subclavian artery puncture had allegedly occurred in seven patients. It was further reported that the compression was applied in both arterial puncture cases and after compression, the process continued and was successfully completed. The current status of the patients was unknown.